Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the popliteal artery using a 3fr non bsc introducer sheath. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous below the knee artery. The physician advanced a non bsc guide wire via a microcatheter to the lesion and a 2.5mm x 220mm x 150cm coyote balloon catheter was selected to dilate the lesion however it ruptured during initial inflation at 14 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).